Manufacturer narrative:
Isi has not received the vessel sealer extend instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer extend instrument had exposed wires during a procedure. The damaged/broken wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend instrument had an exposed wire. The procedure was completed with no patient harm. Follow-up was attempted to obtain additional information from the customer concerning the reported event with no success.